Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Returned to manufacturer on: unknown. The date of the investigation on (B)(4) has been used for this field. Initial reporter phone #: (B)(6). Results: a sample and photo were returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident at the time of the investigation. Conclusion: the sample and photo provided confirmed missing tube unit labels. Most likely caused by a broken label stock from a jam during unit label placement. Corrective and preventive actions were initiated.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ had tubes coming unlabeled. No injury or medical intervention reported.